Event description:
Operative notes were later received. Within the notes it showed the patient underwent surgery to flush the generator site and make the generator pocket bigger. The generator was not explanted, but was put back into the patient.

Event description:
It was reported the patient had some fluid leakage, similar to a blister, near his generator incision. The patient initially saw the surgeon who performed an ultrasound and said there was a pocket of fluid near the generator site. Some of the fluid was drained and tested and determined to not be infectious. However, clinic notes were later received in regards to a referral for vns explant. It was found in the notes that there was no puss, the patient had no fevers or chills, and the patient was feeling well. Additional clinic notes were received which further explained the area around the generator again had issues and there was infection. Review of the device history records for both the lead and the generator confirmed sterilization prior to distribution. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported the patient had the vns generator and a portion of the vns lead removed due to continued infection. After removed, the wounds was irrigated with antibiotic-containing saline before the patient was closed.